Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient was reported to be draining slowly during drain four of four of their therapy. The patient had drained 232ml of an expected 1999ml at the time of the issue. The caregiver verified that the caps were removed, the clamps were open, the pin was not pushed in, and that there were no air bubbles or obstructions in the line. The patient repositioned but there was no improvement in the patient¿s drain. The technical support representative assisted the caregiver with resetting the cycler but an m31 air detected in cassette alarm appeared. When the caregiver was unable to bypass the alarm, the treatment was cancelled. Upon removing the supplies, it was noted that fluid was found to be leaking inside the cassette area of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not complete their treatment on the cycler. At this point in time, there was no report of patient injury or medical intervention required as a result of the reported leak. Additional information was requested but was not made available.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."